Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an aortic interventional procedure. Reportedly, the sheath size was 20f and the interventional procedure was completed. The two preplaced sutures were tightened and hemostasis was not achieved. A third proglide suture was attempted; however, a cuff miss occurred. Manual compression was used to achieve hemostasis. Post procedure the left leg was cold. The patient was sent to surgery. A piece of the foot of a proglide device was attached to the sutures and was obstructing blood flow to the leg. The piece was removed and the artery was repaired. There was a clinically significant delay in the therapy due to the use of the proglide. Hospitalization was prolonged and general anesthesia administered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported foot separation; however, the failure to achieve hemostasis, patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.